Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient also had symptoms of fever, chills and a purulent, smelly discharge coming from the incision site. Blood cultures were done and was positive for staphylococcus aureus infection. In addition, the patient had developed hematoma at the incision site which was managed conservatively. The patient was then treated with intravenous antibiotics. This ICD was explanted. No additional adverse patient effects were reported.